Manufacturer narrative:
Product complaint: (B)(4). A manufacturing record evaluation was performed for the finished device lot number qdmbae, and no non-conformances related to the reported complaint condition were identified. The product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that two sutures pieces of product code z316 was received for evaluation and body fluids, damaged on the surface and the end were noted cut appear to be by use of surgical instrument and functional test could not be performed due to condition of the sample. The condition of the sample received indicate an improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Twenty-seven samples of product code z316 were received for evaluation. Visual inspection of unopened samples performed and no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no defects, damage or suture breakage were noted. A functional test was performed using an instron and the tensile strength force was above the minimum requirement. The event described could not be confirmed as the device performed without any defect noted. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if initial procedure date is (B)(6) 2021? Was this event previously reported to ethicon? If, yes please provide the pc number given. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by vet that a cat (5lb) underwent a spaying procedure on (B)(6) 2021 and the suture was used. It was reported that the suture broke post-op near the distal end of the incision. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 2/23/2021. Additional information was requested and the following was obtained: the initial surgery and the hernia repair were both done on the same day. Just after the cat was extubated, the suture line broke in the middle. This is for lot # qdmbae. Additional h3 investigation summary: visual inspection was conducted on the picture received. Visual analysis of the picture received determined that one suture piece could be observed in a wound. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.